Event description:
It was reported that the customer was treated by paramedics due to hyperglycemia. The customer's blood glucose reading was 464 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer also suffers from epilepsy. The customer was advised to discuss her insulin pump settings with her healthcare providers. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.